Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total abdominal hysterectomy (tah) procedure. The stapling devices were being used on t he broad ligament. Both manual stapling handles were not able to fire. The devices were loaded and the surgeon was able to press the green button. However, was not able to squeeze the handle. In order to resolve the issue and complete the case, used another stapler. There was no patient harm. The patient status is alive, no injury. No reinforcement material was used.